Manufacturer narrative:
(B)(4).

Event description:
It was reported the clinician received the blue bullseye on the vps console starting at 36cm through 43cm. The total length of measurement was 43cm. This has been an ongoing issue for over a week. They have performed x-rays to confirm correct catheter placement in caj. There have been delays in treatment with no pt deaths or complications reported. It is not known how many times this has occurred. It was noted ECG calibration was successful. This is case # (B)(4) on the unit. The procedure was being performed on a male pt. The catheter looked normal on the chest x-ray tge caj placement was at 43cm.